Event description:
The user facility reported that the device ran in safe mode during a procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
D9/h3: device not available; serial number not reported. H3 other text : device not available for evaluation.

Event description:
The user facility reported that the device ran in safe mode during a procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.